Event description:
Event description guidant received information that this pacemaker was explanted and replaced as it was believed that it was part of an advisory. However, the device is not on the hermetic sealing component advisory list. Additionally, during the pacemaker replacement procedure, the ventricular lead connector (terminal end) was observed to be loose. This lead was surgically abandoned and replaced. The device was returned for analysis.